Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 16-may-2024, it was reported that patient faced that the infusion set cannula was kinked, which caused the patient blood glucose level to 577 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).